Manufacturer narrative:
The electrode reagent number was requested but was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas pure c 303 analytical unit compared to a blood gas analyzer. The initial result was 148.9 mmol/l. The sample was repeated on a blood gas analyzer and the result was 139.0 mmol/l.

Manufacturer narrative:
The field service engineer (fse) decontaminated the ise module and adjusted the sample arm positions. The service maintenance actions performed by the fse resolved the issue. The root cause of the event was consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.